Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the preparation, it was reported that the cutting wire of the device was dislodged from the catheter. There was no part of the device detached inside the patient. Reportedly, they used the same generator and active cord during the procedure, but used a second autotome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the preparation, it was reported that the cutting wire of the device was dislodged from the catheter. There was no part of the device detached inside the patient. Reportedly, they used the same generator and active cord during the procedure, but used a second autotome rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment was performed. The device returned has the working length damaged, the distal pierced hole (tome's extrusion) was found torn, therefore this last condition displaced the cutting wire causing the wire anchor to be dislodged from the extrusion but the cutting wire was not broken. The complaint is consistent with the returned device that the wire anchor dislodged from the extrusion. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The most probable cause for this complaint will be assigned as design product enhancement, since the device met the designed specification however a modification/enhancement could improve performance of the product. A DHR (device history record) review was performed and no deviation was found.